Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the reason for the replacement was due to the ipg not working as intended. The patient was doing well postoperatively and the explanted ipg will not be returned as it was discarded by the medical facility.